Event description:
The customer had low blood glucose. It was informed that the pump was in pattern b basal. The doctor believes that the pump change the settings on its own. The customer was disconnected from the pump during rewind and prime. The insulin type and concentration was correct. It was indicated that the programming on the pump was not accurate. Also, it was mentioned that neither the customer nor spouse has tried changing the pump's settings. A replacement pump was requested.